Event description:
It was reported that while being used to post-dilate a stent in the cephalic vein, a fiber from the pta balloon became entangled in the stent. After several attempts at removal; the fiber released and the pta device was fully retracted without further incident. Reportedly, during removal attempts, the stent began to move and an add'l vascular stent was deployed to cover the exposed lesion. The pt was reported to be doing well following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.